Manufacturer narrative:
The pump was returned to animas for eval. Evaluation revealed a damaged keypad, but demonstrated that insulin delivery was operating within required specifications and delivery accuracy.

Event description:
The pt was hospitalized for elevated blood glucose levels.